Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition valve embolizes into ventricle was confirmed with other empirical evidence. The clinical specialists present at the case confirmed that the valve embolized into the ventricle upon final release, which required reintervention with a valve-in-valve procedure. Available information suggests that the patient factors (sldas restricted atrialization of the valve) contributed to the inability of the delivery system to reach the reach target location (hinge point of the leaflet). Therefore, the most likely cause of this event is due to operational context. However, there was no imaging provided for review so a root cause could not be determined. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
As reported, immediately upon release of the evoque valve, the anterior side of the valve dropped into the ventricle with the locking tabs ultimately resting on the anterior aspect of the annulus, resulting in severe cumulative tr. The patient then underwent a valve-in-valve procedure with two sapien valves which ultimately resulted in zero tricuspid regurgitation (tr). Edwards received notification of an evoque valve in tricuspid position where patient presented with two intact mitraclips in the tricuspid position with torrential tr on the day of case. The 2x transcatheter edge-to-edge repair (teer) devices were relatively central to the annulus, so the decision was made to lacerate at least the most central one to allow for proper capture of leaflets and expansion of the evoque valve and re-evaluate to determine if the other needed to be detached from one leaflet as well. In order to preserve the integrity of the septal leaflet, it was decided to lacerate the anterior leaflet and leave the clip on the septal leaflet. Using electrosurgical technique, a wire was used to remove the clip from the anterior leaflet successfully. Upon liberation of the central device from the anterior leaflet, measurements were taken and it was determined that the more commissural clip was still too far from the annulus (between 1.2 and 1.5 cm) to prevent paravalvular leak (pvl) as leaflet motion was noted between the clip and annulus. Therefore the same technique was used to liberate that clip from the anterior leaflet as well. Once both teer devices were only attached to the septal leaflet, assessment of the integrity of the lateral leaflet showed that no major structural damage was done (flail/prolapse) and we proceeded with the evoque procedure. During the evoque procedure, leaflets were captured on flip, with the septal anchors capturing below the mitraclips. During expansion and valve positioning, the mitraclips appeared to restrict arterialization of the septal anchors so that prior to deployment, septal anchors were ~ 5mm below the annulus but all others were within normal limits of ideal deployment. Immediately upon release, the anterior side of the valve dropped into the ventricle with the locking tabs ultimately resting on the anterior aspect of the annulus, resulting in severe cumulative tr. The decision was made to use a sapien valve to prevent the regurgitation but placing the pvl skirt of the sapien slightly atrial to the evoque to allow native leaflets to coapt against the pvl skirt. A snare was used to stabilize the evoque valve while crossing with the sapien delivery system and minimize risk of further migration. The first sapien was deployed slightly more atrial than intended resulting in pvl between the cloth of the sapien and evoque. Both sets of leaflets were functioning. The decision was made to add an additional sapien to minimize the pvl between the two valves, ultimately resulting in zero tr. It was reported on post-operative day (pod) 4, patient is doing well.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The complaint for malposition-valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation confirmed that the valve embolized into the ventricle upon final release, which required reintervention with a valve-in-valve procedure. The procedural imaging identified lack of leaflet capture on three consecutive anchors on the anterior leaflet. Additionally, leaflet capture on septal leaflet could not be confirmed. Available information suggests that procedural factors (lack of leaflet capture on three consecutive anchors, sub-optimal imaging) and patient factors (sldas restricted atrialization of the valve) contributed to the inability of the delivery system to reach the reach target location (hinge point of the leaflet). Therefore, the most likely cause of this event is due to operational context. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.